Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a rupture in one of the cylinders. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. The first cylinder presented wear at fold in the middle and proximal end of its body, along with a bulge when inflated with syringe. The second cylinder exhibited wear at fold in the middle and proximal end of its body. In addition, its kink resistant tubing (krt) was worn to the filament. The second cylinder did not pass the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscopic evaluation revealed that the krt was worn to the filament. The pump passed leak testing; however, it did not pass activation test during functional examination. The reservoir was microscopically inspected and tested for leaks. The component had wear at a fold in reservoir shell, but no leaks were identified. Based on the information available and analysis results, the findings identified in both cylinders could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a rupture in one of the cylinders. A revision surgery was performed to explant and replace the device. No patient complications were reported.